Event description:
It was reported that a malfunction alarm occurred. Customer noted that the pump had been lightly dropped on carpet. Customer's blood glucose level was 200 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.